Manufacturer narrative:
Concomitant medical devices: dvfb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead alerted for a high/undefined pacing impedance. The lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and pacing impedance variation. The lead was found to have oversensing of noise with non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic). The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.